Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 495 mg/dl and an insulin injection was used to address the bg level. The cause of the past occlusions could not be determined and as the customer had changed the supplies after the most recent occlusion, a system check was unable to be performed to determine a possible cause of the occlusion. The customer reported to have used the abdomen for the infusion set site for the past 10 years and indicated that another area would be used during the next site change.